Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001822565-2017-03090.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted concomitant medical products: unknown head and unknown zmr cone body.

Event description:
Information was received based on review of a journal article titled, "is there a benefit to modularity in ¿simpler¿ femoral revisions? ". It was reported that an unknown number of hips in the modular stem group suffered femoral shaft fracture intraoperatively.